Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial #: (B)(4), product type: lead. Product ID: 977a260, serial #: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 18-sep-2022, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient cannot walk and has been crawling around the house and using a walker. It was noted that ins had just been implanted on (B)(6) 2019 and the ins had not been turned on yet. The caller requested that a manufacturer representative be at their appointment on (B)(6) 2019. Additional information received from the healthcare provider via the manufacturer representative reported that the patient was having trouble walking. The physician believed the leads needed to be revised as he thought the leads may be intrathecal. The patient was scheduled to have a lead revision on (B)(6) 2019. No external or patient factors were noted to have contributed to the issue. No other diagnostics or interventions had been taken. The issue was not resolved at the time of the report.